Manufacturer narrative:
An abbott field service engineer (fse) received a stab/puncture wound from a dry nozzle (part# 2-89271-03) while performing the removal and replacement of the dry nozzle on the architect c4000 analyzer. Having difficulty removing the vacuum tubing from the nozzle, the fse was struck by the probe when the tubing popped/snapped off. The fse was not wearing gloves when the injury occurred. An evaluation was performed, and a deficiency of the likely cause part, dry nozzle (part# 2-89271-03), was not identified. Evaluation of the issue included a review of the complaint text, a search for similar complaints, device history review, and a labeling review. No returns were made available for this evaluation. No adverse trend was identified for this issue. Device history review did not identify any issues that may have caused this issue. Labeling was reviewed and found to adequately address the safety hazards and safety awareness for existing hazards. The adverse event injury was related to a use error in that the fse did not follow the correct steps when removing and replacing the dry nozzle. In addition, the fse was not wearing gloves when the injury occurred. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-upl report will be submitted when the evaluation is complete. Section a patient information: no additional details age/sex/race/ethnicity is available for the injured user.

Event description:
An abbott customer support specialist experienced a probe stick injury. While troubleshooting an aspiration error on the architect c4000 analyzer, the specialist stabbed his right palm with a cuvette wash probe. The patient went to the emergency room for a medical evaluation. There were no stitches required. The patient started a treatment of (B)(6) viral medication (truvada and isentress).